Event description:
It was reported that the device would not power on either ac or dc power. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4): the device was not returned to physio-control for eval. Several attempts to contact the customer regarding the issue has not been successful. Therefore, the cause of the failure could not be determined.